Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg system was explanted and replaced. It was noted there was no issue or problem with the pt or device. The pt has high program settings and felt it was time to replace the device.